Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that sensor signal not found. Customer's blood glucose at time of incident was 7.8mmol/l. Customer pulled out the sensor and found out that electrode is a bit shorter than the unusual length. Customer was advised to put a new sensor and he already did. Customer stated the new is connected and warming up. Customer will monitor the sensor and will call back.